Event description:
Shortly, after implantation of a cyhper cra28300 stent in the left anterior descending coronary artery, the pt experienced a thrombotic event as well as side branch (first diagonal) occlusion. Thrombus was also observed in the guiding catheter. Further investigation revealed the side branch occlusion was casued by a thrombus, not the stent. This event was noted to be unlikely to the device and probably related to the procedure.

Manufacturer narrative:
This product with catalogue number is not distributed in the united states, but it is similar to a product with catalogue number that is sold in the united states. Add'l info will be submitted within thirty days upon receipt.